Event description:
It was reported that the patient experienced groin discomfort and urinary retention following an artificial urinary sphincter (aus) procedure due to the cuff being too tight. It was also indicated that the patient had tried to activate the device 3 days after implantation although there were strict orders against it. The patient was not able to partially void so a catheter has been placed. A surgical procedure was performed in which the cuff was resized. There were no malfunctions associated with the device.

Manufacturer narrative:
Investigation summary: based on the information available, there was no device available for analysis. The reported patient symptom is a known risk associated with artificial urinary sphincter (aus) procedures and is noted as such in the device instructions for use. DHR review: a DHR and ship history cannot be performed as the serial/lot number for this component was not available. Technical analysis: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Labeling review: there is no objective evidence that the user did not properly handle or use the device according to the ams 800 instructions for use (IFU). The aus IFU lists urinary retention and pain as a potential adverse events associated with implant of this device. Investigation conclusion: based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient experienced groin discomfort and urinary retention following an artificial urinary sphincter (aus) procedure due to the cuff being too tight. It was also indicated that the patient had tried to activate the device 3 days after implantation although there were strict orders against it. The patient was not able to partially void so a catheter has been placed. A surgical procedure was performed in which the cuff was resized. There were no malfunctions associated with the device.